Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that an image was not displayed due to a faulty patient circuit (bi) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As a result of checking the monthly analysis report (2022/12, dc00746542), no trend of increase was observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The screen was black occasionally after the device was started due to faulty printed circuit board. Additionally, it was found that the image was shadowy due to faulty lcd panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus a display failure on the high-definition lcd monitor, monitor malfunctioning; the image was shadowy (shadow directly under the image). Upon evaluation the screen was black occasionally after the device was started. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.